Event description:
Boston scientific received information that the latitude home monitoring system detected a low shock impedance measurement less than 20 ohms on this device system. The patient implanted with this device system was brought into the clinic for further evaluation. Fifteen consecutive isometric tests were all within acceptable limits. Technical services discussed further evaluation. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.